Manufacturer narrative:
While on-site, a nihon kohden employee (cas) reported that 3 central nurse's station's (cns) have dropped a variety of bedside monitor's (bsm), causing interruption in patient monitoring. The customer also reported that they were able to reassign the beds to the correct tile space and resume patient monitoring, but that the issue would repeat itself every few hours. Nk ts advised the customer to briefly power down the affected bsm's, and restart them, but the issue still remained. Nk ts was then called to turn off all wlan transport on all bsm 1700 devices in hopes of resolving the issue. The customer has not yet followed up for further troubleshooting. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: another cns was used and has also experienced failure : cns - model: pu-681ra s/n: (B)(4). Approximate age of the device: 22 months, device manufacturer date: 11/09/2017, unique identifier (UDI) #: (B)(4), cns - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Bsm's - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni.

Event description:
While on-site, a nihon kohden employee (cas) reported that 3 central nurse's station's (cns) have dropped a variety of bedside monitor's (bsm), causing interruption in patient monitoring.

Event description:
While on-site, a nihon kohden employee (cas) reported that 3 central nurse's station's (cns) have dropped a variety of bedside monitor's (bsm), causing interruption in patient monitoring.

Manufacturer narrative:
Details of complaint: the customer reported that the gz telemetry device was spontaneously discharged from the central nurse's station (cns). The discharge affects live data, ECG, and alarm functionality. This may result in overlooking the patient's condition. When a patient is discharged from the cns, it would indicate that the bed tile is blank. When the cns is monitoring the patient, waveforms and vital signs would populate. The issue is readily detectable to the monitoring clinician. Device logs were sent to nkc for analysis. Service requested: troubleshooting. Service performed: analysis of the cns log files. Although the log was checked, the cause could not be specified. The logs which the admit/discharge window has been opened on the gz can be stored, but the logs which the admit/discharge operation has been done cannot be stored. Also, the admitting/discharging logs on the gz are not stored on the cns, so it is difficult to investigate further by the logs. Investigation summary: the overall risk score is medium. Based on the analysis, the root cause is likely accidental discharge by patient, although not confirmed because the log of the admit/discharge operation is not available in the current version of the software. The recommended correction is using the available screen lock function to prevent future accidental discharge. Service history for this customer site shows no subsequent reports for accidental discharge. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: cns: model: pu-681ra. S/n: (B)(6). Approximate age of the device: 22 months. Device manufacturer date: 11/09/2017. Unique identifier (UDI) #: (B)(4). Cns: model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Bsm's: model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.